Event description:
It was reported that the patients incision at the lead site was not healing well. Patients symptom was not device nor procedure related. The patient was put on antibiotics. The patient underwent an explant procedure and was doing well postoperatively. The explanted paddle lead will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in mid (B)(6) 2021.